Manufacturer narrative:
The reported events of no rf telemetry and rf telemetry issue were confirmed. The reported events of muscle stimulation and device in the backup mode were not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented in-clinic for a routine check-up with muscle stimulation and upon interrogation it was noted that the pacemaker was in back-up mode and exhibited intermittent telemetry. Eventually, radiofrequency telemetry was lost. No resolution was performed. The patient condition was stable.

Event description:
New information received confirmed that as a resolution the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of no rf telemetry and rf telemetry issue were confirmed. The reported events of muscle stimulation and device in the backup mode were not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.